Event description:
On march 22 the patient called animas stating that she is unable to activate a basal program. The basal history showed that delivery stopped at 11 pm and the time of the call was 11:30 pm. The patient has one basal program in the pump and all basal times and rates were reportedly correct. There is no 0 unit rate in the pump programming. A temporary basal program was not set, the pump was not suspended, and there were no recent alarms. The animas representative walked the patient through setting a basal rate and pressing 'go' on the pump. When the patient reviewed the basal menu, it still read 0.000 units. The cause of the failure is unknown. The patient was advised to speak with an hcp for instructions on using long-acting insulin. This complaint is being reported because the pump reportedly stopped delivering basal insulin and the patient could not program a basal rate. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. The units remaining were correctly calculated and recorded in pump history. There are no alarms related to the complaint in the pump alarm history. An "ezprime" operation was performed with no issues noted. The pump was exercised for 24hrs and no issues were noted. The reported complaint was not duplicated during investigation.